Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right atrial (ra) and right ventricular (rv) leads dislodged. The ra and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.